Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull item. A technical support specialist (tss) called pharmacy, spoke with pharmacist, explained that this was an override transaction and there was no active order for this item in patient profile and provided the user number to follow up with proper code to resolve the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to pull item. The customer also stated that the user was unable to override item and validation code was incorrect. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.